Event description:
The customer reported that the device fails battery insertion test. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The device is not going to be evaluated.

Manufacturer narrative:
Corrected information: (B)(4). Usage of device: unknown. Device was not returned to manufacturer for investigation.

Event description:
The customer reported that the device fails battery insertion test. There was no negative patient impact.